Manufacturer narrative:
Additional information: g5. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. One photo was attached. Based on pictures attached on investigation, condition reported in complaint were visible, however, this does not assure us that there is still a failure of the process, since mishandling by the user by not adjusting the tracheostomy device correctly could cause the condition. The image shows as if the tube had been bitten or damaged with some tool. Based on this the failure mode cannot be confirmed. A sample is needed to perform a further analysis. Based on image provided, root cause could not be determined, therefore no action can be taken. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the trach tube seems to be deteriorating. The customer feels like this could potentially be life threatening due to the possibility of the patient aspirating debris into her lungs. Photo attached.